Event description:
On (B) (6) 2003, the pt was treated for an abdominal aortic aneurysm with gore excluder bifurcated endoprostheses. The pt did not experience any complications until aneurysm enlargement was observed from (B) (6) 2008 to (B) (6) 2009, with no evidence of endoleaks. The physician is planning to reline the stent-graft for treatment of endotension.

Manufacturer narrative:
Endotension.